Event description:
It was reported that the patient found the self-adhesive wet on around six occasions and thinks the infusion set is leaking at the connection of the infusion tubing and the headset. No adverse event was reported. The infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).